Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post laparoscopic right hemicolectomy procedure, a small leakage from the staple line was detected that lead to reoperation, extended surgical time, extended incision and extended patient hospitalization, and caused tissue loss and tissue damage.